Event description:
The event description provided by the distributor indicated: the screw broke in the patient's bone. Another surgery has to be performed, but the patient condition is fine. No adverse effects for the patient. On (B)(6) 2012, orthofix (B)(4) received the following additional information on the event together with a x-ray: patient male, (B)(6); diagnosis: tibia bone defect; proposed treatment: segment transport; date of surgery: (B)(6) 2011; date of screw breakage: (B)(6) 2012; date of re-intervention: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Analysis of historical records: we have checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2011, was comprised of (B)(4) bone screws. All of them have already been distributed to the market. According to our historical records, no other similar failures have been reported from this specific device lot. Technical investigation, received on (B)(4) 2012. The returned broken screw, received on (B)(4) 2012, was examined by orthofix (B)(4) quality engineering area and then immediately sent to an external laboratory for chemical, mechanical, metallurgical and failure analysis. The results of the technical investigation evidenced that the returned device was originally conforming to orthofix (B)(4) design and device specifications. The device broke due to fatigue bending failure. Clinical evaluation, received on (B)(4) 2012. The information available on the case together with the x-ray and the results of the technical investigation were sent to our medical evaluator. The clinical evaluation evidenced that the image on the x-ray received does not fit with the broken screw returned (different number of threads). We have asked the distributor for further information and for another x-ray view to clarify this matter. As soon as further information will be made available, orthofix (B)(4) will provide the follow up report. Orthofix (B)(4) continues monitoring the devices on the market.